Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the afternoon on (B)(6) 2011. The patient reportedly obtained a blood glucose result of "252mg/dl" with the subject meter (date/time not specified). The patient's testing frequency is not known, however, according to the csr's documentation, the patient manages her diabetes with insulin (self adjuster). Per csr notes, based on the patient's blood glucose reading (with the subject meter) the patient administered 2 units of novolog as self-treatment on (B)(6) 2011 (at 2pm) and subsequently, 30 minutes later, the patient developed a symptom of shaking (a symptom the patient associated with low blood glucose). The patient denied testing her blood glucose with another device. Following the onset of her reported symptom, the patient's blood glucose result is not known, it is not specified what treatment the patient received, it is not known how long the patient's reported symptom continued on for, and it is not specified when the patient's symptom improved. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on a result allegedly obtained with the subject meter, and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
((B)(4) 2011)-the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2011, the meter passed all testing with no faults found. On (B)(4) 2011, the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.